Event description:
Unomedical reference number (B)(4). Event occurred in ireland. It was reported that the patient faced a bent cannula. The blood glucose level of the patient at the time of event was 26 mmol/l. Moreover, the issue occurred with seven similar types of infusion sets and the site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.